Manufacturer narrative:
Follow-up #1: date of submission 10/07/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/21/2015 with the following findings: a review of the pump¿s black box showed no alarms outside of normal use. During testing, the pump was paired correctly with a test transmitter. Blood glucose values calibrated successfully with no call service alarms occurring. The system performed within specifications. The pump case was removed and no intermittent conditions were found to the cgm module or to the printed circuit board. The complaint of a call service alarm issue was not duplicated during investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.